Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the hex rod screws broken and two worn brake casters. The technician replaced the hex rods and the casters to repair the stretcher.